Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient received inappropriate therapy from the subcutaneous implantable cardioverter defibrillator (s-ICD) while performing physical activity. The clinic stated that the patient has received inappropriate therapy in the past. Boston scientific technical services (ts) was consulted to review the episode. Upon review, ts noted the shock occurred due to a change in morphology that was potentially rate dependent and led to oversensing of t-waves. Ts did observe some oversensing of noise, but noted that they were isolated and not decisive for the inappropriate shock delivery. Ts discussed further programming and troubleshooting options. Ts also discussed that there were no other delivered shocks in the data available via the remote home monitoring system, thus they were unable to comment on any concerns regarding possible previous inappropriate therapy. The s-ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient received inappropriate therapy from the subcutaneous implantable cardioverter defibrillator (s-ICD) while performing physical activity. The clinic stated that the patient has received inappropriate therapy in the past. Boston scientific technical services (ts) was consulted to review the episode. Upon review, ts noted the shock occurred due to a change in morphology that was potentially rate dependent and led to oversensing of t-waves. Ts did observe some oversensing of noise, but noted that they were isolated and not decisive for the inappropriate shock delivery. Ts discussed further programming and troubleshooting options. Ts also discussed that there were no other delivered shocks in the data available via the remote home monitoring system, thus they were unable to comment on any concerns regarding possible previous inappropriate therapy. The s-ICD remains in service and no adverse patient effects were reported. Additional information was received that the clinic clarified there were no previous inappropriate shocks, but a previous untreated event due to oversensing. The patient only received one inappropriate shock.